Event description:
Reported as: "a port leak. The port had a hole in the prot tubing. The port was removed and replaced."

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis results are pending at this time. Device labeling addresses the possible outcome of the leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."